Event description:
A female patient, age unk, had pelvic floor reconstruction involving anterior repair to correct a cystocele and urinary incontinence. The product, xenform, was implanted in 2007. The patient had office visits at one (1) and (2) weeks post-surgery and everything looked fine. Approximately two (2) months after implantation, the patient returned to her surgeon and complained again of urinary incontinence. The surgeon determined that prolapse had recurred. An additional surgical procedure occurred on approx four months later, where a synthetic mesh was implanted. There was no evidence of the original implanted product. There was no product available to perform any evaluation. The patient is doing fine at this time.

Manufacturer narrative:
Since the product lot number was not provided, no history record could be reviewed. Since there was no product to explant, it was not possible to evaluate any product. No conclusions can be reached.